Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in back-up mode. The patient had under gone a magnetic resonance imaging (MRI) which could have caused the back-up on (B)(6) 2017. The device was successfully downloaded restoring normal device function. The patient's condition was stable.